Event description:
During a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the moderately tortuous, mildly calcified 95% stenotic first diagonal branch (dx1). A 2.50 x 10 mm cutting balloon was used on the lesion and the vessel was predilated with a 2.50 x 15 maverick2 balloon. A 2.50 x 16 mm taxus express2 drug eluting stent was advanced to the lesion but was unable to cross the lesion and the physician withdrew the stent back into the guide catheter. The stent caught the edge of the guide catheter during withdrawal and became dislodged from the delivery balloon. The stent was found in the left main artery and retrieved with a tri-loop snare. The procedure was not completed due to this event. No patient complications were reported. The patient's status is reported as 'satisfactory/good'.